Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, in (B)(6) 2010, the patient reported a sensation as if something had come "loose." Upon examination, the physician reported that nothing was "loose." The patient is reported to be doing well. All other information is unknown and unavailable.